Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. Customer's blood glucose level was between 40-500 mg/dl. Customer resolved low bg by eating candy. Reportedly, the customer continued to use the pump for insulin therapy.